Manufacturer narrative:
Film evaluation summary: the exact cause and type of endoleak, leading to the aaa rupture, could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. Recent angio studies were also not available. Both the proximal neck and distal stent graft limbs appears well sealed, and there appears to be sufficient component junctional overlap. Beginning near the top of the aaa sac between the level of the flow divider and gate, contrast was seen along the posterior side of the stent grafts. Analysis of the returned films did not reveal any characteristics that could explain the observed endoleak. Little stent graft angulation or any obvious stent graft integrity issues were seen near the endoleak. The type of endoleak could not be conclusively determined; however, this appeared most likely to have been a type iii fabric endoleak coming from the bifurcate. The cause could not be determined.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Ultrasounds performed at five and seven years revealed no endoleaks. It was reported that, approximately seven years and four months post index procedure the patient presented emergently in shock. A CT revealed that the abdominal aortic aneurysm had ruptured and that there was a large retroperitoneal hematoma. A type iii fabric endoleak was observed at the level of the flow divider. No intervention was reported to have been performed and the patient expired the same day. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.